Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device has a problem with heat and smoke. The device was being used during surgery. No injury or medical intervention occurred. The date of the event is unk. No add'l info was provided.